Event description:
It was reported that during maintenance, the customer overtightened the bolts holding on the head section assembly causing the bolts to go through the plastic in the assembly. No adverse consequence was reported as this alleged event was identified during the maintenance activity that caused the event.

Manufacturer narrative:
Na